Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not storing insulin at room temperature).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with nausea, vomiting and large ketones. The patient was taken to the emergency room. They were treated with IV fluids. Customer support (cs) completed troubleshooting and it was noted that the patient is not storing the insulin at room temperature and the cartridges are being inserted with cold insulin. This report is being made due to the bg excursion the patient experienced due to use ER.

Manufacturer narrative:
Device evaluation: no product was returned. A reserved sample of the same cartridge lot number was evaluated and tested by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to the alleged loss of prime issue. An inspection of the incoming lot number was performed and no defects were found with the lot. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.